Event description:
It was reported that the patient had an esophagogastroduodenoscopy and colonoscopy done on (B)(6) 2022. During the procedure argon plasma coagulation (apc) was used at the bleeding sites. The patient experienced ventricular fibrillation (v-fib) during the procedure requiring defibrillation via their implantable cardiac defibrillator (ICD). Their left ventricular assist device (lvad) speed and flow had dropped. The patient had at least 5 shocks from the ICD, which was successful in terminating the v-fib.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that the cause of the low flow alarms was not identified but they did resolve. No log files were downloaded at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) could not be conclusively determined through this evaluation. Additionally, the report of low flow events could not be confirmed as no log files were provided by the account for evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at his time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07sep2020. The heartmate 3 lvas instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and cardiac arrhythmia as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.